Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. An nc emerge balloon catheter was advanced for dilatation; however, during inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with no patient complications reported.